Manufacturer narrative:
The reported event of lead damage was confirmed. A complete lead was returned in one piece. Visual and x-ray examination of the lead found the outer coil was damaged in two locations due to procedural damage. The cause of the reported event was due to damage occurring at the time of procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead was damaged. The rv lead was not used and replaced. The patient was in stable condition.